Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they didn¿t know what led to the low impedance. Another contact was attempted to be used, but it was ¿no good¿ and nothing further was done or planned so the issue wasn¿t resolved as they were still using that contact.

Event description:
Additional information was received from the patient that their dr. Thinks their leads had moved in their head, so the hcp wanted them to have an MRI of their head and the spine. The patient said they were shaking so badly they could barely charge their implant or feed themselves for the last week and a half. Pt said they were planning on getting the MRI at wake forest baptist hospital in winston, salem and the facility was "waiting" for mdt to tell them if they could do the MRI. The patient was redirected to their healthcare provider to address the issue further. Pt said dr. Jordan parker was their managing hcp.

Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# v015643 , implanted: (B)(6) 2007, product type : lead. Product ID : 3387s-40, lot# v015643, implanted: (B)(6) 2007, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who called back to report that their shaking is a lot worse after the doctor changed to different contacts. The caller stated that the doctor had been using contacts 0 and 2, but now they are using contacts 0 and 3. The patient added that increasing their medications did not help their shaking. The patient asked if they should be concerned about therapy turning off for their left side (given the low impedance).

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that yesterday they saw their neurologist for a routine ins adjustment and during the appointment the neurologist noticed that contacts 1 and 2 on the left lead had low impedance. The patient stated that the neurologists computer gave a warning that contacts 1 and 2 could not be used anymore, so they switched to something else (it was unclear what they switched to). Immediately after the switch, the patient noticed their tremor was "a whole lot worse" and they did not have as good control of it. The patient mentioned that their neurologist had never seen low impedance like that, and told the patient that they planned on consulting with a manufacturer representative (rep). The patient stated that the low impedance issue must have occurred within the last year because there was no impedance issue the previous time they had their ins checked. The patient asked what could cause low impedance and wanted to know if something would need to be replaced. Agent reviewed that the cause of low impedance was likely damage somewhere along the dbs system, and that it would be difficult to know how the damage occurred unless the patient had a remarkable event such as a fall or trauma. Agent also reviewed that a revision would likely be required in order to resolve the low impedance issue (and to use those contacts again), and that the patient would need to discuss the risk vs. Benefit of leaving the dbs system as is with less efficacy, or potentially doing invasive surgery for a revision. The patient then mentioned that they "fell hard" and hurt their spine about 6 weeks ago. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that their neurologist told them the ins is due to be replaced in december of 2026.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.